Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings. The sensor reading was 169 mg/dl when the blood glucose reading was 400 mg/dl. The customer reported that the high blood glucose went down after a set change and declined troubleshooting for the issue.